Event description:
The field representative was contacted for resolution. She confirmed the air entrapment issue resolved. Both the electrode and s-ICD were repositioned approximately one month later and successful defibrillation threshold (dft) testing was performed at 80 joules in reversed polarity. No further issues have been reported.

Manufacturer narrative:
This report will be updated when additional information becomes available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks while in his hospital room later in the evening after implant. It was noted that there were some issues with defibrillation threshold (dft) testing during the procedure as well (with both induction and conversion). Episodes were reviewed and a baseline shift was observed with an appearance consistent with air entrapment at the sense b electrode (therefore impacting the alternate sensing vector), given proximity to implant and the type of noise described. There was also an observed increase in shock lead impedance since implant testing. The s-ICD and electrode appeared to be in great anatomical position. Device therapy was turned off until further troubleshooting is performed. The following morning x-rays were taken and reviewed by boston scientific engineering. It was noted that the electrode could benefit from a more inferior placement. The s-ICD appears to be in acceptable position. The patient also has a transvenous ICD system and prior dfts with that system were done at 17 joules. Based on this and the current s-ICD system placement assessment, electrode repositioning might be appropriate for this patient while more attempts to expel air near the xiphoid may be required during the revision. It appeared that the air had absorbed by the time these x-rays were reviewed. The boston scientific field representative was contacted and confirmed that the device was turned off due to the patient being anxious. The patient was sent home with a life vest. The plan is to re-evaluate the patient again in two weeks to confirm if the air entrapment issue has fully resolved. No adverse patient effects were reported.